Manufacturer narrative:
Device not accessible for testing (4117) at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The unit was swapped to continue therapy. There was no harm or injury to patient and no adverse event reported.

Manufacturer narrative:
A getinge field service technician (fst) was dispatched to evaluate the iabp unit and linked to a faulty valve in the machine. Part ordered and machine left on site, identified and separated. A field service engineer (fse) reported that the field service technician in charge of this intervention had been on leave, and that the fse performed preventative maintenance on the unit. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.